Manufacturer narrative:
The srt found that the batteries lost 9 amp hours (ah) while draining. The srt replaced the batteries and all safety/verification testing passed. The unit operated to the manufacturer's specifications.

Event description:
.The service repair technician (srt) reported that during testing of the device at the service center, the heart lung machine (hlm) battery charging test failed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. It was determined that the batteries were not charged at the proper intervals. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.